Event description:
Surgery of this case went well, maxilla was in correct position right after surgery. During follow up appointment some weeks later it was discovered that the maxilla moved posteriorly and upwards which lead to a bad occlusion. In the scan it was noticed that the maxilla plate had moved posterior into the sinus and the medial link of the plate on the left side broke. Also almost all screws in the upper skull dislocated from the plate. Revision surgery planned for 10 june 2025.

Manufacturer narrative:
The investigation concluded that the devices did not malfunction and there was no deterioration in the characteristics of the performance, and as such the devices met specifications. The exact reason for reported issue could not be established. Report includes correction to d2.: common device name, d4:.model #, catalog#, promary unique device identtifier (UDI)#.

Manufacturer narrative:
Investigation ongoing; rc unknown.

Event description:
Surgery of this case went well; maxilla was in correct position right after surgery. During follow up appointment some weeks later it was discovered that the maxilla moved posteriorly and upwards which lead to a bad occlusion. In the scan it was noticed that the maxilla plate had moved posterior into the sinus and the medial link of the plate on the left side broke. Also, almost all screws in the upper skull dislocated from the plate. Revision surgery planned for (B)(6) 2025.